Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt experienced a loss of therapeutic effect. It was stated, the pt's "spinal device stopped working over the weekend" prior to (B)(6) 2011. No pt or device information could be obtained. Further f/u is not possible at this time. Additional information has been requested, a f/u report will be sent if additional information becomes available.